Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was unknown ta the time of incident. Customer stated that the act button was unresponsive and buttons are harder to press. Customer stated that the reservoir portion was cracked at the top and snaps the reservoir plastic when putting a new reservoir in. Customer also stated that insulin pump rewinds louder. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. No rewind or smell insulin anomaly noted. Device had cracked battery tube threads, and reservoir tube lip was partially broken off but the test reservoir locked in place properly.